Manufacturer narrative:
(B)(4). A trend review will be conducted. If a trend for the reported problem is found, then baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated issue, the home patient (hp) clamped off the warm bags and switched out the cassette without changing the bags. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).